Event description:
It was reported that the physician had atrial lead problems. The physician was able to calculate the value of the atrial sensing. The physician concluded a revision of the system will be scheduled. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).